Event description:
The patient reported that, while attempting to run a prime through his insulin infusion device, he noticed insulin was not flowing through the infusion set tubing. The patient stated he removed the adapter on the infusion device and used an old adapter which allowed the insulin to flow through the tubing. He stated a small amount of insulin spilled into the infusion device. The patient was advised to turn the infusion device upside down to dry it out. Further attempts to follow up with the patient was unsuccessful. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.